Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05 -jun-2019 with the following findings: during investigation, there were no power interruptions observed in the black box download. There was no damage found to battery cap and the battery cap attached securely to pump. The pump powered on to a call service 0006 alarm. Unable to perform steps 10, 11, 13, 21 and 35 due to alarm. Pump opened; eeprom is cracked call service alarm due to damaged eeprom. The battery cap contacts were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.